Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-66395 is a concomitant. Please refer to manufacturer report number 2016493-2025-62207, which captured the correct suspect device per investigation report.

Event description:
It was reported that modules shut down and stopped delivering medication. The patient's blood pressure reportedly went down however there was no patient harm. Upon further follow up with the customer, it was clarified that the issue was actually an over infusion event. Pump module was programmed to infuse sodium phosphate over three (3) hours. However, the pump infused in one (1) hour.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that modules shut down and stopped delivering medication. The patient's blood pressure reportedly went down however there was no patient harm. Upon further follow up with the customer, it was clarified that the issue was actually an over infusion event. Pump module was programmed to infuse sodium phosphate over three (3) hours. However, the pump infused in one (1) hour.